Event description:
It was reported to manufacturer that the sites handheld screen was freezing on the interrogation successful screen. A reset was performed which temporarily resolved the frozen screen, however, the event continued to occur and the site received a new handheld in replacement. The non-working hand held and software have been returned to the manufacturer and analysis is underway.